Manufacturer narrative:
DHR/fi noted: review of sterilization and seal strength records related  did not identified any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable. Additional, changed, and/or corrected data: h.6.

Event description:
Patient reported right side recalled implant, "issues", infection, pain for last few years, benign cysts, swollen lymph nodes, swelling of implant. Shingles also reported, but not device related. The device remains implanted. Patients' breast infection treated with sertraline 100mg and samciclovir.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "issues", infection, pain for last few years, benign cysts, swollen lymph nodes, swelling.

Event description:
Patient reported right side recalled implant, "issues", infection, pain for last few years, benign cysts, swollen lymph nodes, swelling of implant. Shingles also reported, but not device related. The device remains implanted. Patients' breast infection treated with sertraline 100mg and samciclovir.